Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection of the device showed extensive erosion of the electrodes and some contamination around the electrodes. The device was connected to a known good controller, which revealed that the wand was tested at default and maximum setting which revealed that the device performed as intended. Saline line performed as intended. The suction line performed as intended. The complaint was verified as the device's electrodes were extensively eroded. Factors, which may have contributed to the reported complaint include: (1) hitting the device tip against a hard surface such as an insertion cannula. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy + adenoidectomy, after 5 minutes of using the procize wand, it was found that the metal electrode was fractured. The fracture did not occurred inside the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.